Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and an essure coil migrated from her fallopian tube and perforated her uterus. She underwent a total hysterectomy (5 months after essure this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), device dislocation ('migration'), uterine perforation ('there was a little perforation with the hulka tenaculum (during laparoscopy with bilateral tubal fulguration)'), hydrosalpinx ('hydrosalpinx') and pelvic infection ('pelvic infection') in a 35-year-old female patient who had essure (batch no. A56796) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hydrosalpinx (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (intestinal adhesion lysis and left salpingectomy with the davinci laparoscope). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, uterine perforation, hydrosalpinx, pelvic infection, genital haemorrhage, rash, headache and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device breakage, device dislocation, dyspareunia, genital haemorrhage, headache, hydrosalpinx, pelvic infection and rash to be related to essure. The reporter commented: hysteroscopy during essure insertion: proceeded to visualize the right tube and the left tube was difficult to visualize. Essure went on the left side, but the physician could not get it on the right side, so proceeded to do laparoscopy with bilateral tubal fulguration. Proceeded to insert the tenaculum into the uterus. Proceeded then to visualize the uterus and then proceeded to fulgurize the right tube. About 4 cm was fulgurized. Proceeded to fulgurize on the left side. This was fulgurized even though the patient had the essure inside. Proceeded to fulgurize about 4 cm also. There was a little perforation with the hulka tenaculum. So placed floseal in the area of perforation. No bleeders after that. The patient tolerated well procedure. Discrepancy noted in date of removal (B)(6) 2016. Removal date as per pif: (B)(6) 2013. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation lot number: a56796, manufacturing date: 2012-09, expiration date: 2015-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), device dislocation ('migration'), uterine perforation ('there was a little perforation with the hulka tenaculum (during laparoscopy with bilateral tubal fulguration)'), hydrosalpinx ('hydrosalpinx') and pelvic infection ('pelvic infection') in a 35-year-old female patient who had essure (batch no. A56796) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hydrosalpinx (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (intestinal adhesion lysis and left salpingectomy with the davinci laparoscope). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, uterine perforation, hydrosalpinx, pelvic infection, genital haemorrhage, rash, headache and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device breakage, device dislocation, dyspareunia, genital haemorrhage, headache, hydrosalpinx, pelvic infection and rash to be related to essure. The reporter commented: hysteroscopy during essure insertion: proceeded to visualize the right tube and the left tube was difficult to visualize. Essure went on the left side, but the physician could not get it on the right side, so proceeded to do laparoscopy with bilateral tubal fulguration. Proceeded to insert the tenaculum into the uterus. Proceeded then to visualize the uterus and then proceeded to fulgurize the right tube. About 4 cm was fulgurize. Proceeded to fulgurize on the left side. This was fulgurize even though the patient had the essure inside. Proceeded to fulgurize about 4 cm also. There was a little perforation with the hulka tenaculum. So placed floseal in the area of perforation. No bleeders after that. The patient tolerated well procedure. Discrepancy noted in date of removal (B)(6) 2016 removal date as per pif: (B)(6) 2013. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event pelvic infection was added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") and uterine perforation ("there was a little perforation with the hulka tenaculum (during laparoscopy with bilateral tubal fulguration)") in a (B)(6) female patient who had essure (batch no. A56796) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal, uterine perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: hysteroscopy during essure insertion: proceeded to visualize the right tube and the left tube was difficult to visualize. Essure went on the left side, but the physician could not get it on the right side, so proceeded to do laparoscopy with bilateral tubal fulguration. Proceeded to insert the tenaculum into the uterus. Proceeded then to visualize the uterus and then proceeded to fulgurize the right tube. About 4 cm was fulgurized. Proceeded to fulgurize on the left side. This was fulgurized even though the patient had the essure inside. Proceeded to fulgurize about 4 cm also. There was a little perforation with the hulka tenaculum. So placed floseal in the area of perforation. No bleeders after that. The patient tolerated well procedure. Concerning the injuries reported in this case, the following one was described in patient's medical records: uterine perforation. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") and uterine perforation ("there was a little perforation with the hulka tenaculum (during laparoscopy with bilateral tubal fulguration)") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal, uterine perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: hysteroscopy during essure insertion: proceeded to visualize the right tube and the left tube was difficult to visualize. Essure went on the left side, but the physician could not get it on the right side, so proceeded to do laparoscopy with bilateral tubal fulguration. Proceeded to insert the tenaculum into the uterus. Proceeded then to visualize the uterus and then proceeded to fulgurize the right tube. About 4 cm was fulgurized. Proceeded to fulgurize on the left side. This was fulgurized even though the patient had the essure inside. Proceeded to fulgurize about 4 cm also. There was a little perforation with the hulka tenaculum. So placed floseal in the area of perforation. No bleeders after that. The patient tolerated well procedure. Concerning the injuries reported in this case, the following one was described in patient's medical records: uterine perforation quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure lot number and event added. Medical records received. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. In addition, it was reported that during essure insertion physician was unable to insert essure on the right side, so he decided to do a tubal fulguration and during this procedure a little perforation with the hulka tenaculum occurred. These events are anticipated according to essure's reference safety information. In this case the exact reason for essure removal was not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Concerning the reported perforation, it occurred as a consequence of tubal fulguration. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since lot number was provided, an updated ptc analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing"), uterine perforation ("there was a little perforation with the hulka tenaculum (during laparoscopy with bilateral tubal fulguration)") and genital haemorrhage ("abnormal bleeding") in a (B)(6) old female patient who had essure (batch no. A56796) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant.) Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, uterine perforation, genital haemorrhage and rash outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, genital haemorrhage, headache and rash to be related to essure. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: hysteroscopy during essure insertion: proceeded to visualize the right tube and the left tube was difficult to visualize. Essure went on the left side, but the physician could not get it on the right side, so proceeded to do laparoscopy with bilateral tubal fulguration. Proceeded to insert the tenaculum into the uterus. Proceeded then to visualize the uterus and then proceeded to fulgurize the right tube. About 4 cm was fulgurized. Proceeded to fulgurize on the left side. This was fulgurized even though the patient had the essure inside. Proceeded to fulgurize about 4 cm also. There was a little perforation with the hulka tenaculum. So placed floseal in the area of perforation. No bleeders after that. The patient tolerated well procedure. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: legal claim received. Lawyer added. Events deleted; device removed and device complications. Events were added: migration, fracturing, abnormal bleeding, skin rashes, headaches, painful intercourse, pain. Essure was removed on (B)(6) 2013. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.